Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) identified that the station was experiencing a retry mode error related to tx.encounteritemtransaction. Remediation steps outlined in the knowledge article (medstation es retry mode: insert into tx.encounteritemtransaction, mismatching adt.encounterpatientlocationkey) were applied, including performing a backup on dsclientoltp. However, the error recurred, triggering another retry cycle, and the same corrective actions were executed again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with server. However, there were no delays or adverse events or injuries reported based on this event.